Manufacturer narrative:
On 12 april 2016 it was prepared a final report with the information already submitted in the initial report. On 15 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 05 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of tha 5 years after primary implantation. Dates cannot be read on the supplied radiographs, but it seems that the stem did not find sufficient proximal fixation and got loose. Some signs of weak bone response can be seen also on the acetabular side. The root cause for this loosening cannot be determined. Batch review performed on 08 february 2016. Lot 091033: (B)(4) items manufactured and released on 20 may 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon revised the stem and head due to stem potting. The surgery was completed successfully. X-rays available. The explants will not be available.